Manufacturer narrative:
Evaluation summary: one 6tb45 device was returned in good visual condition with no cartridge loaded. Upon further inspection of the device, the articulation mechanism was noted to be damaged. No functional test was performed. The device was disassembled to examine the condition of the internal components and the right articulation gear teeth were damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a wedge resection, the jaw did not return to the original position when the articulation lever was returned. Another device was used to complete the case. There was no adverse consequence to the patient.